Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with syringes. Customer's blood glucose value was 300 mg/dl at time of incident. Customer's current blood glucose value was 289 mg/dl. Customer stated that pump not functioning properly at all. Loaded pump blood glucose was 180 mg/dl. After loaded it and it was in place now it is 300 mg/dl. There is no battery usage on this. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer alleging possible pump under delivery and stated does not know reason. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir customer assisted to perform the high pressure test and result passed. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.